Event description:
Customer reported an altitude alarm on the pump, which was not within the validated operating altitude range due to obstructions in the speaker holes. The blood glucose level remained between 54-500 mg/dl during the event, suggesting no adverse impact. Customer was instructed to remove the obstruction, clean the speaker holes, and resume insulin delivery; however, the alarm persisted. Technical support decided to replace the pump and cartridge, ensuring that the customer would use multiple daily injections (mdi) as backup therapy. The customer was instructed on storage mode and the return process for the faulty pump.